Manufacturer narrative:
For the 4 events reported under exemption number e2012065, all 4 complaint devices were returned. Three (3) events were found to have a root cause of operational context and 1 event was found to have a root cause of handling.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012065 for product code lqr. This report covers 4 reported events of tomes wire broken. The patients' sex and age along with all other demographic information is unknown.